Event description:
Pt post op had a kendall product silicone foley catheter in, placed in or, moved to ICU/step down, nurses could not get catheter out. One half inch of the catheter was stuck in the penis. Pt was small -height & weight-. Extensive lubrication and manipulation tried then nurse got it out. Dates of use: one day, 2009. Diagnosis: surgery patient. Event abated after use stopped: yes. Meet with vendor on upcoming tuesday. Not using kendall silicone foley catheters at the moment. Past problems with bard silicone catheters also.